Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed due to a pinhole on the bending section cover and a lost water tightness. In addition, gap between acoustic lens/ultrasound probe, up/down knob failure to lock securely, cover/plate corrosion due to water leakage, missing element exceeding standard value, acoustic lens damage, ultrasound image defect, and bending tube deformed were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope does not pass leak test. During a standard service inspection of the customer returned device, gap of adhesive on the distal end was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, as no further information was reported or is available, however, the issue was likely the result of customer handling. The event can be prevented by following the instructions for use which state: ¿warnings and cautions¿. ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.